Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was over 1300mg/dl. Troubleshooting was performed. The customer was experiencing high glucose for the past several days. The customer's most recent glucose reading was 174mg/dl, and she has been treated with the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.